Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process and insulin squirted out. Advised that the device is replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.